Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalization for high blood glucose of 800mg/dl and diabetic ketoacidosis. Customer was treated with fluids at the hospital. Customer indicated that their blood glucose was 70 mg/dl at the time of the call. The customer indicated that the pump was not delivering insulin. Troubleshooting found that the pump also alarmed button error and that the customer indicated that the pump is under delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump was programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set. All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarm during testing was noted. No unlocked lcd keypad connector during visual inspection noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.